Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime event. The reporter stated that recurrent loss of prime warnings had occurred. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: the black box showed evidence of loss of prime events illustrated with a call service alarm due to low none-zero force events. The returned battery cap and test cartridge cap were used to complete the investigation. There were no call service warnings or any other related occurrences of alarms during the investigation. The product performed within specification and product analysis was unable to duplicate the loss of prime complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.